Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy and percutaneous coronary intervention (pci) in a patient with acute myocardial infarction (ami), the iab catheter moved frequently to the abdomen. The guide wire was inserted and the indwelling position returned, but the situation did not improve. The iab catheter was removed and replaced. There was no patient injury to the patient.